Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, d4 (serial #), g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected field: d4 (version or model #, catalog #, serial#). Additional contact details: event site postal code- (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) arterial pressure display from the optical sensor has stopped. A getinge field service engineer checked the information again with the hospital staff, they told that the balloon catheter was not being used, so the optical sensor was not being used. The arterial pressure waveform from the patient's arterial pressure line could not be obtained due to the patient's condition (possible low blood pressure or a problem with the arterial pressure line), so there is no problem with the equipment. The hospital staff contacted us to check the situation without inspecting the machine, so no inspection was performed. Patient involved h3 other text : the hospital staff contacted technician to check the situation without inspecting the machine, so no inspection was performed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Initial reporter was shortened due to character limitations. The complete name is person in charge.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) arterial pressure display from optical sensor has stopped. They switched to arterial pressure from the a-line as it was in use to continue therapy as no replacement equipment was available. There was no patient harm reported.